Manufacturer narrative:
Date sent to FDA: 9/25/2020 additional information: d4,h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 9/14/2020. Additional b5 narrative: it was reported that the patient experienced hernia recurrence following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional ventral hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient experienced severe pain. No additional information is provided.